Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-31674. It was reported the patient experienced a possible allergic reaction, as a lump with bruising developed over the insertion site of the abbott adaptors and competitor lead, with no other symptoms. The physician believed this to be an allergic reaction, possibly to the abbott adaptors. To address the issue, the physician explanted the patient¿s adaptors and implanted new leads on (B)(6) 2020.